Event description:
It was reported that the radiofrequency programmer head interface on the link electronic module board was loose, and that the radiofrequency programmer head did not work. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that there was a loose electrical connection on the link electronic module (lem) circuit board, connector movement did affect telemetry. It was also noted that the printer was loud, the system fan was intermittently noisy, there was foreign material on the programmer, the latch tabs on the power cord door were broken, the hinge plate coating was starting to flake away, and the speaker cable was damaged. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).